Event description:
It was reported that during an unknown time axel was damaged and wrench did not fit properly. It is unknown if there was patient impact or involvement. Due diligence is complete.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in canada. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.